Event description:
Lens replacement due to lens shift or rotation approximately 1-year post-op. Surgeon could not reposition because the capsular bag had contracted and the lens could not be rotated to align axis.